Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly fired without activation. It was further reported that the device allegedly jammed and wouldn't fire. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly fired without activation. It was further reported that the device allegedly jammed and would not fire. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be unexpected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was returned for evaluation. The magnum driver was visually inspected upon receipt and was found to be good overall condition. The device was functionally tested and failed the tests as stylet sled would not always fully latch causing the cannula sled release function to activate itself due to loosen leaf springs caused by latch plate screw was loose identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device firing without activation issue. The root cause for reported firing without activation issue was determined to be latch plate screw was loose, causing leaf springs to be loose. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.